Manufacturer narrative:
The device was returned and was evaluated. Possible abuse. There was evidence of damage and heating at the sureseal connector interface between the pto harness and the fender light module assembly. It is unknown what caused this damage. The unit was poorly kept and physically abused so the evaluator can not rule out that the affected interface may have been pinched/caught or compromised in some unknown way.

Event description:
Alleges fire started back by the module of the unit.

Manufacturer narrative:
The "date of event" was provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges fire started back by the module of the unit.

Manufacturer narrative:
The "patient identifier","sex", and "initial reporter" were updated. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges fire started back by the module of the unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges fire started back by the module of the unit.